Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. It was also reported that the lead exhibited intermittent capture and a possible fracture. The lead will be replaced. No further patient complications have been reported as a result of this event.